Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device note that rejection/foreign body reaction is a general risk of dura-related surgery. The instructions for use that accompany the device also caution that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes (including csf leaks), particularly in high pressure gradient applications. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to chiari decompression. According to the report, within a few days the patient was experiencing complications consisting of fever and fluid collection. It was reported the surgical procedure was a craniotomy and tisseal was used to supplement durepair. It was also reported the device was sutured with a 4.0 silk and a valsalva was performed at implantation, with no leak observed. The report stated antibiotics were used with the patient and the patient was monitored and tested negative for meningitis. Reportedly, the device remains implanted and the patient is currently doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.